Manufacturer narrative:
The device log indicated that the unit has detected an error condition which is related to a problem with the potentiometer used for setting of o2 portion of the breathing gas. The front part of the housing was replaced which has put back the device into fully operable condition. The specific nature of the failure is known from earlier reports. The respective potentiometer had developed an oxide layer, most likely due to not being turned for a longer time which resulted in contact problems. Draeger has developed a new firm ware which requires to turn the potentiometers during the mandatory pre-use check. The new firm ware was installed to the device in follow-up of the event. The oxylog 3000 is an emergency and transport ventilator which requires constant supervision of pt and device by a trained operator and, a back-up ventilation method has always to be kept available. The device has responded to the particular error condition as specified and alerted the user by means of the corresponding visual and acoustical alarm. No pt consequences have been reported.

Event description:
It was reported that the oxylog 3000 filed while in use on a ventilated pt. There were no pt consequences reported.